Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in poor condition due to customer damage. The customer intended the repaired on heater by installing new heater. The repair were unsuccessful and causes internal leak. The root cause of the reported issue was customer induced. Actions were taken to mitigate the reported issue: reinstalled heater 2 back into pump with new clamp otiker.

Event description:
It was reported that the device has internal leak. No patient injury was reported.